Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a l3/l4 mis fusion procedure. The surgical system was attached to the patient using a schanz pin placed in the psis connected to a bone mount bridge. Both screws on the right side of the construct skived inferior based on confirmation images. The left side of the construct was accurate. The plan was adjusted and the surgical arm was resent to right l3. The screws were redirected. The right l4 looked accurate with the c-arm, but not with the o-arm. The right l4 screw was redirected with a jamshidi. The representative noted that there were high skive potentials and there was a large rotation in the spinal anatomy. The surgeon did make the skin incisions so the surgeon did not have to approach at such a lateral trajectory. There was no patient harm and the procedure was delayed less than an hour. Additional information received from a manufacturer representative reported that the trajectories were deviated between 2-4 mm.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials were not available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.